Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge errors occurred from damaged cartridges. At the time of the report, the customer did not have the pump or cartridges available to troubleshoot with tandem's technical support. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.